Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump failed to boot up once installing aa battery, partial display was noted. Unable to perform the displacement test and the self test. Test p-cap locked properly into the reservoir compartment. Pump was cut open to perform visual inspection and found cracked glass on the lcd assembly and bleeding. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, stained keypad overlay, keypad overlay texture damage, label damage, pillowing keypad overlay, battery cap contact damaged, and cracked lcd window. Cosmetic damage was confirmed at the pump case. Moisture damage was confirmed found on the battery tube. Battery cap contact damage was confirmed during visual inspection. Partial display was confirmed during testing due to cracked glass and bleeding on the lcd assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a car accident and the pump was damaged. Troubleshooting was performed and it showed all parts of the pump were damaged. No harm requiring medical intervention was reported. The customer will discontinue using the device and the pump was returned for analysis.